Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a right pneumothorax requiring the placement of a chest tube. The pneumothorax was discovered the day after the implant. The physician felt that the pneumothorax was related to the screw of the atrial lead penetrating the atrial wall and getting to the pleura membrane. It was also reported that the atrial lead has high thresholds. The physician also reported that both the atrial and right ventricular leads required an excessive amount of turns to extend the helix. Both leads are still in use. No further patient complications were reported as a result of this event.